Event description:
During surgery on (B) (6) 2010, one of the pathfinder polyaxial pedicle screws on a pathfinder construct pulled out of the vertebral body during rod reduction.

Manufacturer narrative:
Eval is pending upon completed investigation of the product and requests have been made for the return of the product. Device manufacture date is unknown.